Manufacturer narrative:
(B) (4). Zipper damage. Eval: results - eval of the returned product found that panel side b the zipper slider body is open.

Event description:
The customer reported that there are various problems with the zippers, but couldn't specify where or to what specific type of damage there was to the zippers. There was no pt injury reported. Inspection of the canopy shows that panel side b the zipper slider body is open.